Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The quality assurance tech reported that during routine testing of the device at the service center, the charging control malfunctioned, may not transition from overcharge mode to float mode. There was no pt involvement.